Manufacturer narrative:
Block h3: the omniwire was returned without the dome and a portion of the shaping ribbon; however, since there was no mention of a device separation, this likely occurred post procedure during handling for return. Visual inspection found a completely stretched distal coil with a sharp edge observed. The guidewire bend test could not be performed due to the deformation of the distal coil. Block h6: the probable cause of the reported failure (sharp edge) is likely due to damaged during use. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is slovakia. Blocks h3 & h6: the omniwire was not returned for evaluation, thus the cause could not be established. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used for a coronary procedure in a moderately calcified mid lad. During use, resistance was encountered, and the wire appeared to become entrapped. As a result, partial unraveling of the distal wire segment was noted. The wire was removed and a new omniwire was used to complete the procedure. No patient injury reported. Based on the device photo received, a sharp edge was observed. This product problem is being submitted due to a sharp edge. There is a potential for harm if the malfunction were to recur.